Event description:
The initial reporter stated that the administration set broke during infusion and leaked. Mmdg did follow up with the initial reporter, who stated that the complaint had no effect on the patient. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. The initial reporter stated that they had discarded the affected device and there was no indication it would be returned to mmdg.